Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic thoracic lobectomy. While preparing to cut the lobes of the lung, the stapler had a poor staple formation. The jaws of the device locked onto the tissue. The stitch on anastomosis could not be cut, which resulted into lung surgery, cutting into lobes. The incision was extended more than 1 inch. There was unanticipated tissue loss. They changed the device complete the case. The patient was alive.